Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that, a few hours after the pump and catheter were re-primed post pump refill, the patient was admitted to the hospital for symptoms which included drowsiness and hallucinations. The daily dose was set to zero later that day. Pump therapy is expected to resume in the following week(s).